Event description:
It was also reported the implant procedure was performed without incident and the patient's antiplatelet regimen included aspirin. Info regarding the additional events reported to sjm by this hosp indicated some of the patients had diabetes, all experienced symptoms of shortness of breath and angina, and diagnostic angiograms were performed on all. It was reported the surgeon had indicated the vein grafts were vulnerable to "other factors", which may cuase grafts to close. The surgeon is no longer using the smaller sized aortic connectors and no additional info was received.

Event description:
According to information received from the risk manager, this patient had two vein grafts anastomosed with aortic connectors. It was reported both grafts were 100% occluded and pci was performed; however, it is unknown if reintervention was performed on all of the vein grafts. It was also reported the implant procedure occurred without incident and the antiplatelet regime the surgeon prescribed was "not consistent", however, all of his patients were on aspirin. Additional information was unable to be provided by the hospital; however, information has been requested from the surgeon. Related mdrs 2135392-200300124.